Event description:
Customer reported via phone call that they had a low blood glucose event while driving. Customer stated that blood glucose value when getting into the car and leaving the bowling alley was 70 mg/dl. The customer was in a vehicular accident and was the driver. Customer was taken to the hospital, treated and released. Customer does not recall the blood glucose level at the time of admission. Customer's blood glucose when leaving the hospital was 126 mg/dl but later it went up to 400 mg/dl. Customer was treating with bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.